Event description:
The reporter states that she obtained blood glucose result of 263 mg/dl on the accu-chek compact plus system in comparison to the professional meter result of 112 mg/dl. The comparison was obtained within a 10 minute timeframe. No reported actions taken. No adverse event reported. New system sent to customer and return requested.